Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule split in the patient's eye during irrigation. The surgeon removed the lens and implanted an anterior chamber lens. In the surgeon's opinion the likely cause of the event was an anterior capsular tear that extended to the posterior capsule. This event pertains to the patient's right eye. The patient's current prognosis is "excellent."

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. The capsule split while irrigating. Based on the information provided, a root cause could not be determined.